Manufacturer narrative:
Device evaluation: result - one used device and two photos were received by the manufacturing site. A visual inspection was performed and it was observed that the catheter tubing was broken and the cut surface is smooth. A review of the device history record cannot be completed as the lot number was not provided for this incident. The preventive maintenance, calibration, and equipment were reviewed and no abnormality observed that could have influenced the issue. Conclusion - bd was able to duplicate or confirm the customer¿s indicated failure mode. Based on the actual sample, the assembly flow had been traced and there is no area that will contact with the affected tubing location. An absolute root cause cannot be identified. If a lot number is received in the future the complaint will be reinvestigated and a supplemental report will be filed.

Event description:
It was reported that a portion of the cannula from the suspect device was broken and remained in the patient. Echography was performed to determine if the cannula remained in the vein. The patient then had a venesection to remove the cannula. No antibiotics were prescribed.